Event description:
Adult male taken to or for rotator cuff repair procedure. During the surgery the surgeon was using a reprocessed dyonics (a smith & nephew company) turbo trimmer and incisor plus elite shaver which both gave off what appeared to be metal shavings or particulate when used. The surgeon noted shavings and/or particulate in the patient's joint. Surgeon had to use a high-flow lavage to irrigate the metal fragments out of the surgical site. Surgeon's note indicated this lavage was successful and it is believed no fragments were retained. Both shavers were taken out of service and sequestered for risk management. There was no harm or injury to the patient. Surgeon did utilize a third shaver which worked appropriately without giving off any shavings. Procedure was finished with no further issue. ====================== manufacturer response for (2) reprocessed shavers, dyonics======================manufacturer representative feels the shavings and particulate may be lubricant "flaking" off from the device into the joint.